Event description:
It was reported that the iab was inserted transthoracically in the pt. Later, blood was seen entering the helium tubing. Since the pt was known to have a calcified aorta, a balloon rupture was suspected. The iab was clamped and removed in the or. There were no pt complications.

Event description:
It was reported that the iab was inserted transthoracically in the pt. Later, blood was seen entering the helium tubing. Since the pt was known to have a calcified aorta, a balloon rupture was suspected. The iab was clamped and removed in the or. There were no pt complications.